Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a laparoscopic gastrectomy. During pre-test, the stapler was able to fire but there was an abnormal sound and poor staple formation. All of the staples were malformed. To complete the procedure, a new handle was used. No injury was reported, however an additional operation to transect the stomach will be performed to correct the issue. Patient status is alive, no injury.